Event description:
It was reported that a patient experienced peritonitis vomiting, and diarrhea. The patient was hospitalized for vomiting and diarrhea and experienced peritonitis during the hospital stay. The patient was discharged four days later. The patient was treated with vancomycin ip for peritonitis; treatments for diarrhea and vomiting were unknown. The patient's wife guessed the cause of the peritonitis was a touch contamination. The nurse could not confirm that the cause of peritonitis was touch contamination. The patient was retrained on proper aseptic technique. The patient has recovered. (B)(6).

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot number gd893297 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Manufacturer narrative:
(B)(4). This event of peritonitis occurred on an unknown date in (B)(6) 2013. Should additional relevant information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis report.